Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 231 mg/dl at the time of the call. The customer stated that the blood glucose readings are falsely reading 400 mg/dl. The customer's cannula turned out to be slightly bent. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed due to high readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.